Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in india that during an anterior cruciate ligament procedure on (B)(6) 2020, it was observed that the truespan 12 degree peek device upon usage, while the trigger was pressed, both the implants fired together and the implants were planted inside the meniscus. There was no second implant available for usage and hence implant was wasted. The implant was put aside and another implant was used. There was a 30-60 seconds delay during this period. Both the implants are inside the patient meniscus could not be retrieved. The angle of insertion was correct and the trigger was not pressed twice. A like device was available for use. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Upon visual inspection, there are no anomalies or structural damage on the outside of the device. The stop tube was cut to verify the presence of the implants and they were missing; only the suture was received along with the gun. The ends of the suture was frayed, indicated that it was broken. Finally, biological residues were found inside the needle. The red trigger was tested several times and it works as intended. Based on the condition of the device received, this complaint can be confirmed. The possible root cause for the deployment failure reported could be related to a trigger mishandling, if the trigger was activated unintended, the deployment mechanism start its process and when the trigger was used in the procedure, both implants would be deployed at the same time in the first shoot. As per IFU 113244, at desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported by the distributor via complaint submission tool that during a meniscal repair, while the trigger if the truespan 12 degree peek was pressed, both the implants fired together and the implants were planted inside the meniscus. There was no second implant available for usage and hence implant was wasted. The implant was put aside and another implant was used. The surgeon has not raised any complaint and there was no adverse effect for the patient. 30-60 seconds were wasted during this period. Both the implants are inside the patient meniscus and cannot be retrieved. The angle of insertion was correct and the trigger was not pressed twice. The complaint device is not being returned, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number: [ 6l35818], and no non-conformances were identified. Since the complaint device not being returned, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.